Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No,lens not returned. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -13.0/+1.5/006 diopter, in the patient's right eye (od) on (B)(6) 2015 the lens was explanted on (B)(6) 2015 due to excessive vaulting, significant reduction of irido-corneal angles, glare, halos and blurred vision. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/40.

Manufacturer narrative:
(B)(4). Work order search performed and found no similar complaints. Lens was returned dry in lens case/vial. Visual inspection found haptic torn/broken/bent/deformed. (B)(4).